Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that multiple electrodes on both leads were measuring high impedances. They stated that impedances were measuring 10000 ohms on electrodes 4, 7, 9, 10, 11, 12, 13, 15. The rep stated that they programmed around the affected electrodes. No further complications were reported or anticipated. Additional information was received from the rep and it was reported the patient has two implantable neurotransmitters (ins) and they are unsure which was attached to the leads in question. The impedances did not resolve. Nothing was done or was planned to be done at that time. The patient was under the understanding that both leads and ins were revised but that is not what the mstar registration shows. No further complications were reported or anticipated.